Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, but the customer did not wish to provide information regarding the hospitalization. The customer advised that the issue was his own fault because he loves chocolate too much. The customer also reported that the insulin pump alarmed auto off alarms every day. He noted that the alarm occurred twice in a day on some occasions, as well. The customer did not know the blood glucose reading and declined to provide any further details regarding the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.